Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection for wire damage. The reported service error code indicates the power on self-test (post) detected a disconnection in cable squib. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient reported service error code with wrench. "Needs service" alert. All troubleshooting attempts failed. No twisting damage to therapy cable. Wcd role in the event is pending evaluation of to-be-returned device.